Event description:
A trilogy 100 ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the liquid crystal display (lcd) was noted to be broken. The lcd needed to be replaced to address the issue; however, no repairs will be performed, as the device will be scrapped.